Manufacturer narrative:
Insulin pump received intermittent button response due to corroded keypad traces. Insulin tested with glucose sensor simulator and unit communicate and functioning properly. No sensor error alarm. Insulin pump received with cracked reservoir tube lip.

Event description:
Customer reported that the keypad on the insulin pump became unresponsvie. The blood glucose reading was 108 mg/dl. Customer stated that she had worn the insulin pump in her bra. Nothing further was reported

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.